Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to a shocking impedance measurement greater than 125 ohms. Additionally, the presenting electrograms showed right ventricular (rv) fusion pacing and left ventricular (lv) oversensing possibly of the left atrium which resulted in lv pacing inhibition. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The caller will discuss programming options with the physician. No adverse patient effects were reported.